Manufacturer narrative:
(B)(4). This event was reviewed and found that the flow sensor is a monitoring device and the reported complaint was a calibration issue. Based on this information, this event no longer meets the requirements for reportability. Please disregard the previous report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator had a flow sensor and calibration error. There was no patient involvement.